Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient would have a lead revision on (B)(6) 2015. Stimulation was not on because of the lead location. Later, the patient had a revision the morning of (B)(6) 2015 and it was successful. Upon opening the spine incision, the doctor found one bumpy anchor with non-absorbable suture intact. The doctor stated he only placed on anchor to limit the bulk of the wound. The lead pulled down easily to t8-9. The patient was tested for coverage in the operating room and it had good bilateral coverage. The patient did have a total knee replacement after her 2010 surgical lead placement, and the manufacturer's representative questioned if the jarring of that procedure could have caused the migration. The doctor didn¿t think this was the cause, but was not able to identify a clear reason for the migration.

Event description:
It was reported that the lead migrated. The manufacturing representative saw the patient on the day of report for their post-op appointment and could only get upper back and rib coverage bilaterally. The manufacturing representative asked to the doctor to see the x-ray. The chest x-ray was pulled from (B)(6) 2014 and it showed the lead at t1. The x-ray was also pulled from right after initial implant which showed the lead at mid t10. The patient was turned to zero volts and the stimulator was turned off. The patient experienced less than 50 percent therapy relief at the lead location. The patient¿s status at the time of report was alive with no injury. Later it was reported that the patient had a CT scan that showed that the lead had migrated to the upper thoracic region. The patient was scheduled for an appointment with the physician on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.